Event description:
On (B)(6) 2012 the reporter contacted animas to report that the patient noted there was corrosion seen in the battery compartment and the battery was warm to the touch. The pump had been exposed to moisture. Troubleshooting revealed the battery cap was not able to be secured, and that the patient had never replaced the battery cap. The manufacturer recommends the battery cap be replaced every six months. As the issue was not resolved, this complaint is being reported. There was no patient injury associated with this issue.

Manufacturer narrative:
(B)(4): the battery was not returned with the pump for evaluation. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for 24 hours using a test cap with no evidence of overheating.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.